Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that pump time was set to am instead of pm, customer mistakenly changed the time on the pump. Customer updated am to pm to address the issue. Customer¿s blood glucose level ranged from 200-300 mg/dl.